Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2013 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative to a routine device replacement procedure, the patient experienced decompensation. The patient was intubated, however the decompensation continued, resulting in unresponsiveness, pulmonary edema, and ventricular fibrillation (vf) which required cardiopulmonary resuscitation (CPR), medical intervention, and five shocks manually delivered by the device. The patient was then stable and on a ventilator, and the device was reprogrammed to ensure right ventricular capture due to the threshold increase consequent of hypoxia and electrolyte disturbances. The device remains in use. No further patient complications have been reported as a result of this event.